Manufacturer narrative:
The insulin pump was received with motor error alarms during rewind due to motor encoder signal out of phase. The displacement test could not be performed due to excessive motor error alarms. The device also had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump was exposed to an MRI. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.